Event description:
It was reported that "scope had intermittent signal. Procedure completed without further issue. Delay to procedure less than 3 minutes". No information about patient injury and no negative impact in state of health reported.

Manufacturer narrative:
Device evaluation: the customer's complaint was verified. Confirmed intermittent connection at the ccu camera receptacle. A visual inspection observed contamination on several of the edac camera receptacle pins. Plugging in a camera will introduce friction between the camera card edge and the ccu receptacle. The observed contamination will likely cause image reliability issues. The contamination can't be completely removed, so an edac replacement is required to address the customer's complaint. The issue was caused by contaminated edac connector. The event is filed under internal karl storz complaint ID: (B)(4).